Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set tubing detachment event on (B)(6) 2024 . The site of detachment was tubing connector. The infusion set was in use for one day. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information was available.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary the information in this complaint (B)(4) has been evaluated. The batch 6007784 in question was manufactured at the reynosa site. Investigation process of the complaint was carried out in accordance with work instruction (wi) guidance for visual testing for complaints area version 3 and wi guidance for functional testing for complaints area version 2 for the code tubing detached from tubing-tubing connector. Complaint investigations. Photo/sample was not provided. In order to test the product, the reference samples from the lot have been requested. Test results: visual test according to wi version 3 on reference samples, 10 samples out 10 samples passed the test. Functional static pull of the tubing-tubing connector test 1 according to wi version 2 on reference samples, 10 samples out 10 samples passed the test. Device history record (DHR) review: the lot 6007784 was manufactured according to the wi version 97 manufactured in the line m14, on 21/jun/2024, with a total of (B)(4) units. Tube with band the lot 4f01600 was manufactured according to the wi version 64 manufactured in the line sc06 - sc05, on 19/jun/2024, with a total of (B)(4) units. The lot 4f01601 was manufactured according to the wi version 64 manufactured in the line sc08, on 18/jun/2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified; no maintenance events were recorded. Trending: a query was run in database on 19/may/2025 against malfunction code tubing detached from tubing-tubing connector and lot 6007784 and another one complaints have been registered in database for the same lot 6007784 and malfunction code. Conclusion summary of the related event: as a result of the following: no defect on tests for retention samples, no non-conformance (nc) raised during production, complaint confirmed as failure of the device, no other complaint received on the lot in question and malfunction code.

Event description:
To date no additional patient or event details have been received.